Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) and diabetic ketoacidosis (dka) resulting in a hospitalization. Healthcare provider identified the ketones as dangerous. Suspected cause of the adverse event was the pump; no details pertaining to the allegation were provided. Customer set up a temporary basal rate, performed a cartridge/infusion set site change and delivered a correction to address event prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin therapy. No injuries were sustained by the customer. Troubleshooting was performed and no pump or supply issues were identified. There were 0 alarms/alerts found in the pump history that would have caused any insulin deliveries terminations. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.